Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, while advancing the knot, the sutures came out with a thin piece of tissue. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the suture substantiated the reported experience, indicating that its rail end was cut with the device cutter and its knot was properly formed. This is indicative of successful needle deployment and suture retrieval as reported. There was human tissue attached to the knot, suggesting that the suture was pulled out of the patient anatomy while advancing and tightening the knot at the access site. This is consistent with applying excessive pressure to the suture. Therefore, based on the investigation findings, the probable root cause is related to the operational context in the use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.